Manufacturer narrative:
Complaints associated with the iab status indicator (augmentation display issue) are related to the balloon graphic display, where the graphic does not correlate to augmentation. The failure mode has not caused or contributed to a death or serious injury in the past two years and has a remote probability of resulting in a death or serious injury, as documented within the risk management file. Additionally, the failure mode has been confirmed through the medical affairs team to be unlikely to result in a death or serious injury. Datascope will no longer report future events for complaints associated with the iab status indicator (augmentation display issue), unless the failure mode is found to cause or contribute to a serious injury.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation findings).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: initial reporter: (B)(6).

Event description:
It was reported by end user that the augmentation led on the cs300 intra-aortic balloon pump (iabp) was not glowing before use. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) checked and found that the keypad controller pcb is defective. Fse replaced the defective pcb with a new one under cmc. Now the unit is working satisfactorily. Unit is handed over to the customer in good working condition.